Manufacturer narrative:
Gfe sent for missing information about the initial reporter. If information is provided in the future, a supplemental report will be issued. Received information about the initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and shocks due to multiple episodes of an atrial originated arrhythmia. Therapy was delivered based on the rhythm ID settings at the time, but the arrhythmia was likely supraventricular tachycardia. Technical services was consulted and provided programming recommendations related to rhythm ID. Medical management was also suggested. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and shocks due to multiple episodes of an atrial originated arrhythmia. Therapy was delivered based on the rhythm ID settings at the time, but the arrhythmia was likely supraventricular tachycardia. Technical services was consulted and provided programming recommendations related to rhythm ID. Medical management was also suggested. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Gfe sent for missing information about the initial reporter. If information is provided in the future, a supplemental report will be issued.